Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) unplugged the matrix drawer from the pyxie bus, plugged it back and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 2 failed to open. The customer attempted rebooting the station and recovering the storage space, but the issue persisted. The customer also reported that the circuit board for this drawer was not lighting up, unlike the other drawers when the back of the station was opened. The station is located in the ICU. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 2 failed to open. The customer attempted rebooting the station and recovering the storage space, but the issue persisted. The customer also reported that the circuit board for this drawer was not lighting up, unlike the other drawers when the back of the station was opened. The station is located in the ICU. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.